Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, the customer had the device implanted on (B)(6) 2016; however, the patient returned for a reoperation due to acute open abdomen on (B)(6) 2016. The operation time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). No product was provided for evaluation. The visual examination of the provided picture shows several holes that could match with fixation points in the bloody mesh with remains of based-collagen film overlap. A very huge hole which seems to be a burst at some locations and an overstretch at the rest of the tear. Based on the provided picture, the textile is found as expected. The root cause of the tears (cut, failure of textile, patient conditions, technique of insertion, etc.) Could not be reliably determined based on the picture. Without the sample a detailed investigation could not be performed. The product instructions for use (IFU), which accompanies each device, states that, in order to maintain the elasticity and the porosity of the reinforcement, it is recommended that the mesh should not be overly stretched when it is being put in place. A moderate and equal tension should be applied in all directions. A review of the device history record has been performed. This review confirmed that this lot of products was released according to quality specifications, especially, the review of the quality records related to the mechanical testing of the textile batch used for this lot. Based on the available information, the root cause could not be reliably determined at this time. Should additional information be received, the record will be re-evaluated and amended as appropriate.

Event description:
Additional information indicated that the patient is currently doing well. The initial mesh was secured with sutures. After removing the mesh, they placed a vacuum-assisted closure (vac) on the abdomen and moved him to the intensive care unit (ICU). A second operation was performed and a non-covidien mesh was placed. The patient is currently at home.